Event description:
A 4.0 aggressive stryker reprocessed, shaver broke inside pt's shoulder. Md removed all debris, none left behind. Pt tolerated procedure well and was discharged home same day with f/u in 2 weeks with surgeon. No harm or sequelae. Diagnosed or reason for use: right shoulder arthroscopy-torn rotator cuff/right shoulder.